Manufacturer narrative:
(B)(4) d10: revitanâ®, proximal part, cylindrical, #item: 0100402075, #lot: 2661756, unknown cup, unknown #item, unknown #lot, unknown liner, unknown #item, unknown #lot. Therapy date: (B)(6) 2019, g2: foreign source: germany. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported the patient underwent a hip revision 5 years post-implantation due to unknown reasons. Attempts have been made and all available information has been provided.